Event description:
Surveillance study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 99% stenosed 3.0x60mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 3.0x20mm balloon inflated to 15 atms and a placement of a 3.0x32mm taxus express2 drug eluting study stent deployed as 15 atms. Post dilation was performed with the pre dilation balloon, inflated to 20 atms. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. An overlapping non bsc stent was also placed in the distal portion of the target lesion. Then 8000u of heparin were administered. The patient was discharged 2 days later on bayaspirin, plavix and pletal. No angina was confirmed at the 1 & 6 month follow up visits. At 247 days post the index procedure, an angiogram at the 9 month follow up visit revealed in stent restenosis. A pci the same day treated the 90% restenosed 3.25x10mm target lesion located in the proximal rca with angioplasty resulting in 0% residual stenosis. The patient was discharged the next day. The 10000u of heparin was administered. Pre the physician, the event was listed as "possibly" related to the study device. No angina was confirmed at the one year follow up.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.